Manufacturer narrative:
A ge service representative performed an on site investigation. The power cable, interconnect cable, lemo connector, charger board, and the battery pack were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system intermittently locked up. There is no report of death or serious injury associated with the complaint.